Event description:
Haemonetics received a complaint on (B)(4) 2012 for an orthopat device with the description "not recognizing a loaded reservoir." No pt/operator injury associated.

Manufacturer narrative:
Upon evaluation of the device on (B)(4) 2012, evidence of fluid ingress was noted on inlet valve circuit board and on vacuum tank. As a result, electrical damage occurred to the inlet valve assembly. This part was replaced and the device was tested. The device was upgraded, meets al manufacturing specifications, and is ready for use. (B)(4).